Event description:
It was reported that the implantable neurostimulator (ins) showed all impedances to be high (over 40,000 ohms); tested several ways and times. The ins was not used in a patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).